Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and declined to provide further information.